Manufacturer narrative:
The gore® cardioform septal occluder instructions for use state in the section ¿potential device ¿ or procedure-related adverse events¿ adverse events associated with the use of the occluder may include, but are not limited to: significant pleural or pericardial effusion requiring drainage.

Event description:
It was reported the physician implanted a 20mm gore® cardioform septal occluder. Two hours following the procedure a pericardial effusion was noted and the patient was treated with a pericardiocentesis. The device remains implanted, and the patient was doing well following the procedure. The physician was unsure if it was the device or guide wire that caused the issue.